Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Event reported via medwatch # 0300020000-2023-8004. Patient receiving intra-aortic balloon pump (iabp) therapy and became aphasic. Patient went to CT and registered nurse noted a blood back event. Blood had entered the pump. The pump was placed on standby and balloon removed. CT demonstrated an air embolus stroke. Patient received intervention in attempt to minimize effects. Patient continued to have neuro deficits until death. Death related to cardiogenic shock.